Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that about an hour ago they started getting a pulsing pain in their lower back and upper buttock on the left side of their body. Patient said it was like a pulse and they thought it must be from the interstim. The patient had a hysterectomy about a week ago thursday and were on their way home after being discharged. Patient indicated they did not turn therapy off prior to hysterectomy surgery but their physicians consulted with one another. Patient stopped at their managing doctor's office and was directed to call medtronic for assistance. Patient indicated they have made programming changes to amplitude and/or program since their recent implant on jan 3rd. Patient wanted to know how to turn the therapy off. Reviewed how to do so and patient mentioned they were still feeling some sensation even when therapy was off. Patient will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.